Event description:
While attempting to defibrillate a pt the device displayed "defib fault 78" and "defib fault 79" messages and failed to discharge a reported four times. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.